Event description:
It was reported that the patient presented remotely via merlin.net. The implantable cardioverter defibrillator (ICD) was intermittently under-sensing. No interventions were reported. The patient was stable.

Event description:
New information received notes that the programming changes were made previously.

Manufacturer narrative:
Correction: "g3 - date received by manufacturer" in 2017865-2022-08476 submitted on 11 jun 2023 should have been "23 may 2023" rather than "23 may 2022"

Event description:
New information received notes that the implantable cardioverter defibrillator re-exhibited under-sensing. No interventions were reported. Patient condition was stable.